Manufacturer narrative:
On (B)(6), 2011 bsc became aware of additional events involving this device through follow-up for the event addressed by MFR report 3005099803-2011-01539. The suspect device for MFR report 3005099803-2011-01539 was returned on april 12, 2011 and, since this report addresses the same device, the device was returned on (B)(6), 2011. Visual evaluation of the returned device found some minor scratches on the cover; otherwise the unit appeared to be in fair physical condition. All knobs and switches functioned properly, and no issues were found with the active tone. Wires and solder joints were inspected, and wires were manipulated while power was active in both monopolar and bipolar modes; no problems were found. The unit passed electrical evaluation and was within all test parameters. The condition of the returned device was not consistent with the complaint that the active tone was low and that the output fluctuated; the complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure (date and type unknown). According to the complainant, the active tone was barely audible and was much quieter than the cable fault alarm. Additionally, it was reported to be very difficult to set the power output to 28 watts; the output would instead fluctuate between 27 and 29 watts. The procedure was completed with this device. There were no patient complications reported as a result of this event.